Event description:
It was reported that multiple cartridge alarms occurred during insulin delivery. The customer experienced an elevated blood glucose (bg) of 572 mg/dl and ketones that were identified as life threatening by a healthcare provider. The customer required a third-party assistance from their partner who administered a correction injection to address the bg. Customer will continue to use the current pump for insulin therapy.